Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states that she went to bed at 10:00pm. Her blood glucose was 130 mg/dl at the time. She woke up at 5:30am the next morning with a blood glucose level of 470 mg/dl. She states that she felt very nauseous. Customer states that she had ketones and was vomiting. The customer didn't hear any alert to indicate that the insulin wasn't being delivered to her. The customer's husband drove her to the emergency room. Nothing further reported.